Manufacturer narrative:
Patient height reported as 5 feet 3 inches. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date and procedure that a surgeon was trying to cut through a bone near the condyle of the mandible with the use of a piezoelectric cutting saw but it broke into two pieces. There was no report of surgical delay and patient consequence on this complaint. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, h4: non-sterile device was packaged and sterilized in two (2) sterile lot numbers: 0880142 and 0881467. Each sterile lot has a separate manufacture and expiration date. 0880142: manufacture date-1/30/2018, expiration date-1/1/2023. 0881467: manufacture date-3/20/2018, expiration date-3/1/2023. H3, h4, h6: DHR review was completed. DHR review for part number: 03.000.402 lot number: 603523/1. The non-sterile part number: 03.000.402 lot number: 603523/1 was packaged and sterilized in 2 sterile lot nrs: the sterile part nr 03.000.402s batch nr 0880142 , the sterile part nr 03.000.402s batch nr 0881467 . DHR review non-sterile part number: 03.000.402 non-sterile lot number: 603523/1 manufacturing date/release to warehouse date: 14.11.2017 sterile part number: 03.000.402s sterile lot number: 0880142 manufacturing date/release to warehouse date: 30.01.2018 expiration date: 01.01.2023 manufacturing site: supplier (non-sterile: satelec, sterilization supplier: früh) sterile part number: 03.000.402s sterile lot number: 0881467 manufacturing date/release to warehouse date: 20.03.2018 expiration date: 01.03.2023 manufacturing site: supplier (non-sterile: satelec, sterilization supplier: früh) the device history record shows the lot of non-sterile 03.000.402 product lot 603523/1 was processed through the manufacturing and inspection operations with the following 5 out of 5 samples tested failing the dimensional control with the following nonconformity description given: "angle ^30°+/- 3° relevé entre 21,90 et 22,58 _ voir. Dfc relevés conforment aux spécif; du dossier." Additionally a comment was given: "pieces identifiees et jointes au rapport pour decision. Controle puissance des inserts chirurgie pzt2 suivant mail nb du 13-0702016 ->r.a.s." The decision made was: special release (use as is). The conclusion of the DHR review is that the final products manufactured and released in the production processes relevant to the device in the current complaint failed the dimensional control and was released as per the nonconformity decision. Additionally, on course of the synthes gmbh warehousing process, the non-conformance was identified for the issue of damaged packaging on 1 specimen of the device art nr 03.000.402s batch nr 0880142. The device affected was scrapped, and the isolated nature of the 1 specimen damaged was confirmed by 100% control. Follow-up actions included a scar process. H3, h6: customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: broken: device condition: the returned saw was examined and observed broken at its tip which is consistent with complaint condition. Furthermore, significant rust spots were observed on all over the surfaces of the device. Broken portions are not returned. No new issues were identified. The returned device condition is consistent with the complaint condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: review of device history records showed a dimensional non-conformance that could have possibly affected the device functionality. The device was released ¿use-as-is¿ despite the non-conformance identified. To address this discrepancy, appropriate steps were taken to address this situation and any issues related to this will further be investigated in this non-conformance. Also another non-conformance was identified for the issue of damaged packaging on 1 specimen of the device which is scrapped as defective device. Therefore this non-conformance related to damaged packaging is not influencing the complaint condition.lastly no issues with devices sterilization was observed during the DHR review. Device drawing review and dimensional inspection was not performed on the returned device as the observed damage is relevant to non-conformance listed on the device. A definitive root cause for observed condition could not be determined from the provided information. However, it is likely that the observed non-conformance could have contributed to complaint condition and the generated non-conformance will further address the complaint condition. No new actions are required. Furthermore with no issues with sterility of the device noted, the observed rusting could have possibly occurred post complaint event which could possibly be the result of untimely/improper sterilization of the given device. Conclusion: the complaint condition was able to be confirmed; and relevant product design issues or manufacturing discrepancies were identified during this investigation. Necessary actions have been initiated and therefore, further investigations including the risk review will be addressed.based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed at this time and the need for further corrective/preventive action will be assessed within the non-conformance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.